Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that in the resuscitation room, the doctor performed tracheal intubation on the patient. When inflating the cuff, it was found that the cuff could not be secured, so the tracheal tube was immediately removed, and manual ventilation with a simple respiratory bag was provided. The tracheal tube was replaced, and a water injection test found that the tracheal tube was leaking.